Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing and shock impedances. Shock impedances are greater than 125 ohms. Boston scientific technical services (ts) noted that the gradual rise in impedances can be related to patient factors such as calcification and recommended monitoring. No adverse patient effects were reported. The lead remains in service.